Event description:
It was reported that during technical inspection, the cs100 intra-aortic balloon pump (iabp) unit is alarming battery maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is alarming battery maintenance.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the a technical inspection replaced the motor and motor plate to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.